Event description:
During replacement of a medrad injector head, cracking of the articulating tubular support arm was noted. The cracks originated from the corners of a manufacturing cutout on the top of the arm adjacent to the pivot hinge and radiated down both sides of the tube. The cracks were approximately 2/3 the way through the arm. Complete failure could result in patient or staff injury. Following the discovery of this problem four other medrad support arms were inspected for damage. Identical cracking was noted on two other support arms. While such consistency indicates to us that this is a repeatable and serious deficiency in the product/device, the manufacturer has indicated that the arm has a life expectancy of 5 to 7 years and that the type of failure we are seeing is due to usage and not a design flaw.